Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated creatinine result on the architect c1600 analyzer. The following data was provided: sid (B)(6) initial creac 5.75 mg/dl, repeat 0.72 mg/dl. This patient has been sent to the hospital due to the high creatinine result. The blood test was rerun in the hospital and was normal (no result provided). The patient has been sent back home without any treatment.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The abbott field service representative (fsr) determined that the hcw b aspirate tubing was disconnected. The fsr reconnected the tubing part number 7-203009-02 which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.